Event description:
On12/18/98, the pt was urgently brought to the o.r. Due to bleeding. Upon opening the pt's chest the physician reported that the outflow graft screw ring was disconnected from the outflow valve conduit. The physician reported the suture which had been placed between the metal connecting rings on the outflow side was present, but broken. Aggressive efforts to resuscitate the pt were unsuccessful.